Event description:
While lasering through soft tissue, the erp2 tip (general purpose) broke off in the brain. The surgeons were using the microscope, so all of the tip was able to be seen and removed. This occurred with two tips.